Manufacturer narrative:
MDR (B)(4) / initial 1 of 5 e1: name: tandem country: united states of america street: 11045 roselle street city: san diego state: ca zip code: 92121 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced infusion set cannula was bent upon removal and patient faced hyperglycemia (29 mmol/l) with ketones event on (B)(6) 2026 and was treated with multiple daily injections.